Event description:
It was reported that the non pacer-dependant patient presented in-clinic with high pacing lead impedance. During the lead revision, no ventricular capture was observed. The lead was capped and replaced. The patient condition was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.